Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false upstream occlusion alarm was reproduced. A review of the event history log revealed 'upstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and requires replacement to address this issue. During evaluation, the device had a delayed keypad response. The cause was identified to be the failing processor printed circuit board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.